Event description:
During the procedure, it was reported the balloon could not be deflated. The inflated balloon was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire. The balloon was tested for inflation/deflation and no defect was found. (B)(4).